Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the during a routine follow-up, a progressive high threshold was observed. The lead was capped and replaced. No patient complications were reported as a result of this incident.